Event description:
The user facility reported that a portion of the sheath was sheared during a procedure. The following information was provided by the user facility: the sheath was being used in order to drain liquid from the pericardial cavity; doctor found 1 to 2 cm of the tip of the sheath was exposed at insertion point; when the doctor attempted to withdraw the sheath, a portion of the sheath was sheared and left in the body; the doctor stated that the sheath might be separated by being caught between an ensiform cartilage and a costa; attempt to withdraw the sheath under CT imaging failed; sheath was withdrawn by surgical operation under general anesthesia; and the procedure was completed successfully.

Manufacturer narrative:
Examination of the return sample confirmed: the sheath had been cut into two pieces approximately 61mm from the distal end of the sheath; a small cut was also observed 77mm from the distal end of the device; microscopic examination revealed that the cross-section at the point of separation had a smooth surface and evidence of stretching was observed along the adjacent tubing surface; measurement of the returned sample confirmed that all materials had been successfully removed from the patient. Examination of a sample pulled from current production was used to intentionally simulate the observed damage to the returned device. The results confirmed that a smooth surface cross-section at the point of separation is most consistent with the tube being damaged with a sharp object and stretching along the adjacent surface is most consistent with the tube being subjected to a pulling force resulting in separation. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of samples from current production are most consistent with the sheath having been damaged as a result of contact with a sharp object followed by complete separation due to continued attempts to manipulate the device during withdrawal. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "the introducer is intended to be inserted percutaneously into a vessel to facilitate the insertion of angiographic, electrode, balloon or similar catheter." And "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00172 to provide additional information regarding evaluation of the returned sample.

Manufacturer narrative:
The involved device has not yet been received by the manufacturing facility for evaluation. However, a follow up report will be submitted once the results of the evaluation become available. (B)(4).